Manufacturer narrative:
No button response due to corroded keypad traces. Unable to verify battery out limit alarm due to unresponsive button. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit. The customer reported that he tried to clear the alarm, but the keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.